Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04-jan-2018 with the following findings: a review of the black box showed watchdog died alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The pump was opened to find moisture on the watchdog circuit. The complaint could not be duplicated during the investigation.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.